Event description:
Reporter stated the customer experienced hypoglycemia on two occasions and programmed a temporary basal rate of 0% to address the issue. Based on a data transfer, it was alleged the infusion device did not stop delivering insulin as it was supposed to. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.